Event description:
The implantable neurostimulator was removed due to infection. No other clinical data were provided. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.